Event description:
It was reported that during a device replacement due to normal battery depletion, this right ventricular (rv) lead was noted to be fractured. The terminal pin portion of this lead was removed, and the remainder was surgically abandoned. A new rv lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that during a device replacement due to normal battery depletion, this right ventricular (rv) lead was noted to be fractured. The terminal pin portion of this lead was removed, and the remainder was surgically abandoned. A new rv lead was successfully implanted. No additional patient adverse effects were reported. This lead was returned to boston scientific for analysis.